Event description:
Customer called to report the pump had missing segments and there is a gouge in the middle of the screen. It was stated the they were not sure how it happened; they may have bumped against the door knob or maybe when they were playing soccer. Troubleshooting was performed. The device tested ok, but missing segments were noted as the display was difficult to read.